Event description:
Major lower abdominal pain on right side. Dates of use: (B)(6) 2010. Diagnosis or reason for use: permanent birth control. Is the product compounded: no. Is the product over-the-counter: no.